Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components of a cvc kit, including one arrow raulerson syringe (ars) , introducer needle, and catheter, for analysis. Definite signs of use were observed on the needle hub. Visual examination revealed the needle hub contained one lateral crack. Microscopic examination confirmed the crack in the introducer needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. The returned needle met all relevant requirements, and a device history record review was performed with no findings relevant to this investigation. Based on these circumstances and the comments from r & d, the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting , sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA has been opened to address this issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported as the physician was placing a cvc line, the syringe did not aspirate blood. No patient harm was reported. The device was replaced and another cvc line successfully placed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported as the physician was placing a cvc line, the syringe did not aspirate blood. No patient harm was reported. The device was replaced and another cvc line successfully placed. The patient's condition is reported as fine.